Event description:
The iab leaked. Blood was noted in the catheter. When datasheet was returned the following was reported: the iab was inserted in 2007. At 12:20 iabp augmentation lowered, pump was placed on standby and blood specks were noted in the tubing. At 21:40 datascope rep called. Facility continued pumping on low augmentation due to high ptt. At 23:30, the patient coded and the iabp was placed on standby. At 00:15, iabp alarming and upon restart (air leak) pump was turned off by md. At 03:40, iabp catheter was removed by md. The datasheet reported no complications from the event. The patient expired in '08.

Manufacturer narrative:
On 01/07/2008 datascope product surveillance department was notified by the sales representative that a death had occurred. Evaluation of the product showed there was a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch exhibited the typical appearance of an abrasion mark.